Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl; cause was not known. Carbohydrates were consumed to address bg. As low bg was not occurring at time of event, troubleshooting was not performed. Recommendation was made for customer to discuss event with their healthcare provider.